Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown.

Event description:
It is reported, maxzero, unable to aspirate blood or flush through cap.